Event description:
Patient with spinal cord injury was being transferred into the wheelchair. The wheelchair is guaranteed to 300 pounds. The back of the chair was lowered for easier transfer. The wheelchair tipped back, anti-tippers hyper-extended and broke. The center metal rod within the anti-tipper shaft broke. Chair tipped to the side, patient was lowered to floor and no injury to the patient.